Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's mother reported "I'm calling on behalf of my daughter. She had an ultrasound and MRI and both of them are ruptured. She does have the textured ones that are recalled. One is hardened and she is having pain in her armpit. When they did the MRI they found some spots on her liver (varied injury not related to the device) so she has to go back and have them checked." The device remains implanted. This is for the left side.